Event description:
It was reported by service report that the bed is moving on its own. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Button stuck on siderail due to impact damage.